Event description:
Patient was scheduled for a left shoulder arthroscopic rotator cuff repair and all procedure indicated. During procedure, an arthrex surefire scorpion needle was used and the tip of the product broke off while inside the patient. The reference number for the item is ar-13991n lot# 15331441, expiration date 09/03/2029. The surgeon located the broken piece with xray. The surgeon attempted to remove the broken piece but was unsuccessful. The surgeon felt it would do more harm to continue to try to retrieve the piece. The decision was made to leave the broken piece in the left shoulder. Patient and family members made aware of incident by surgeon following the procedure.